Manufacturer narrative:
Correction: d4 (model number). Investigation evaluation. Cook incorporated identified a type 1b endoleak on a zenith flex with spiral-z technology aaa endovascular graft iliac leg. The identification of the endoleak was discovered in an imaging review. The zenith flex with spiral-z technology aaa endovascular graft iliac leg was relined with another zenith flex with spiral-z technology aaa endovascular graft iliac leg (zsle-16-90-zt) during a reintervention procedure on (B)(6) 2023. Reviews of documentation including the complaint history, drawing, quality control, specifications, and instructions for use (IFU), were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) was unable to be completed due to a lack of lot information. It should be noted that this device is supplied via a one-device lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The IFU packaged with the device contains the following in relation to the reported failure mode: ¿4 warnings and precautions. 4.1 general. ¿ patients experiencing reduced blood flow through the graft limb and/or leaks may be required to undergo secondary interventions or surgical procedures. 4.2 patient selection, treatment and follow-up. ¿ follow-up imaging should be carefully reviewed for narrowing with in the graft leg. Patients with a graft leg lumen of less than approximately 5 mm ID may be at increased risk of a thromboembolic event (e.g., graft limb occlusion). Reintervention (e.g., noncompliant ballooning or stenting in these regions) should be considered to help assure maintained graft patency and to reduce the risk of a thromboembolic event. ¿ patients with poor outflow or a hypercoagulable state (e.g., cancer) may be at an increased risk of a thromboembolic event. ¿ the zenith spiral-z iliac leg with the z-trak introduction system is not recommended in patient who cannot tolerate contrast agents necessary for intraoperative and postoperative follow-up imaging. All patients should be monitored closely and checked periodically for a change in the condition of their disease and the integrity of the endoprosthesis. ¿ successful patient selection requires specific imaging and accurate measurements; please see section 4.3, pre-procedure measurement techniques, and imaging. 4.3 pre-procedure measurement techniques and imaging ¿ clinical experience indicates that contrast-enhanced spiral computed tomographic angiography (cta) with 3-d reconstruction is the strongly recommended imaging modality to accurately assess patient anatomy prior to treatment with the zenith spiral-z aaa iliac leg. If contrast-enhanced spiral cta with 3-d reconstruction is not available, the patient should be referred to a facility with these capabilities. Lengths: ¿ all patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysm or changes in the structure or position of the endovascular graft) should receive enhanced follow-up. Specific follow-up guidelines are described in section 12, imaging guidelines and postoperative follow-up. ¿ after endovascular graft placement, patients should be regularly monitored for perigraft flow, aneurysm growth or changes in the structure position of the endovascular graft. At a minimum, annual imaging is required, including: 1) abdominal radiographs to examine device integrity (separation between components or stent fracture) and 2) contrast and non-contrast CT to examine aneurysm changes, perigraft flow, patency, tortuosity, and progressive disease. If renal complications or other factors preclude the use of image contrast media, abdominal radiographs and duplex ultrasound may provide similar information. 4.5 implant procedure: ¿ do not continue advancing any portion of the delivery system if resistance is felt during advancement of the wire guide or delivery system. Stop and assess the cause of resistance; vessel, catheter or graft damage may occur. Exercise particular care in areas of stenosis, intravascular thrombosis, or in calcified or tortuous vessels. ¿ inaccurate placement and/or incomplete sealing of the zenith spiral-z aaa iliac leg within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the internal iliac arteries. ¿ fluoroscopy should be used during introduction and deployment to confirm proper operation of the delivery system components, proper placement of the graft, and desired procedural outcome. ¿ excessive overlap 10 mm above the main body bifurcation may increase the risk of limb thrombosis. 5.2 potential adverse events: ¿ claudication (e.g., buttock, lower limb) ¿ endoprosthesis: improper component placement; incomplete component deployment; component migration; component separation from another graft component; suture break; occlusion; infection; stent fracture; graft material wear; dilatation; erosion; puncture; perigraft flow; and corrosion: ¿ graft or native vessel occlusion. ¿ surgical conversion to open repair. 7.1 individualization of treatment: additional considerations for patient selection include, but are not limited to: ¿ patient¿s age and life expectancy. ¿ co-morbidities (e.g., cardiac, pulmonary, or renal insufficiency prior to surgery, morbid obesity). ¿ patient¿s suitability for open surgical repair. ¿ patient¿s ability to tolerate general, regional, or local anesthesia. ¿ iliofemoral access vessel size and morphology (minimal thrombus, calcification and/or tortuosity) should be compatible with vascular access techniques and accessories of the delivery profile of a 14 french to 16 french vascular introducer sheath. ¿ freedom from significant femoral/iliac artery occlusive disease that would impede flow through the endovascular graft. 8 patient counseling information: ¿ all patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive enhanced follow-up. Specific follow-up guidelines are described in section 12, imaging guidelines and postoperative follow-up. ¿ patients should be counseled on the importance of adhering to the follow-up schedule, both during the first year and at yearly intervals thereafter. Patients should be told that regular and consistent follow-up is a critical part of ensuring the ongoing safety and effectiveness of endovascular treatment of aaas. At a minimum, annual imaging and adherence to routine postoperative follow-up requirements is required and should be considered a life-long commitment to the patient¿s health and well-being. ¿ physicians must advise all patients that it is important to seek prompt medical attention if they experience signs of limb occlusion, aneurysm enlargement or rupture. Signs of graft limb occlusion include pain in the hip(s) or leg(s) during walking or at rest or discoloration or coolness of the leg. Aneurysm rupture may be asymptomatic, but usually presents as: pain; numbness; weakness in the legs; any back, chest, abdominal or groin pain; dizziness; fainting; rapid heartbeat or sudden weakness. Physicians should refer patients to the patient guide regarding risks occurring during or after implantation of the device. Procedure-related risks include cardiac, pulmonary, neurologic, bowel and bleeding complications. Device-related risks include occlusion, endoleak, aneurysm enlargement, fracture, potential for reintervention and open surgical conversion, rupture and death (see section 5.1, observed adverse events and section 5.2, potential adverse events). The physician should complete the patient i.d. Card and give it to the patient so that he/she can carry it with him/her at all times. The patient should refer to the card anytime he/she visits additional health practitioners, particularly for any additional diagnostic procedures (e.g., MRI). 11 directions for use: ¿ iliofemoral access vessel size and morphology (minimal thrombus, calcium and/or tortuosity) should be compatible with vascular access techniques and accessories. Arterial conduit techniques may be required. 12 imaging guidelines and postoperative follow-up: 12.1 general: ¿ the long-term performance of endovascular grafts with secondary endovascular intervention using additional components has not yet been established. ¿ all patients should be advised that endovascular treatment requires lifelong, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive additional follow-up. ¿ patients should be counseled on the importance of adhering to the follow-up schedule, both during the first year and at yearly intervals thereafter. Patients should be told that regular and consistent follow-up is a critical part of ensuring the ongoing safety and effectiveness of endovascular treatment of aaas. ¿ physicians should evaluate patients on an individual basis and prescribe follow-up relative to the needs and circumstances of each individual patient. The minimum requirement for patient follow-up (described in the instructions for use for the zenith aaa device that was used) should be maintained even in the absence of clinical symptoms (e.g., pain, numbness, weakness). Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the stent graft) should receive follow-up at more frequent intervals. ¿ the combination of contrast and non-contrast CT imaging provides information on aneurysm diameter change, endoleak, patency, tortuosity, progressive disease, fixation length and other morphological changes. ¿ duplex ultrasound imaging may provide information on aneurysm diameter change, endoleak, patency, tortuosity, and progressive disease.¿ imaging was provided and reviewed for the investigation. The image reviewer indicated a left cia type ib endoleak was present and was addressed in the procedure by adding an endograft extension into the left external iliac artery. Additionally the image reviewer noted ¿the current and likely the original pathology consisted of true aneurysmal disease mixed with dissection. Dissections were present in the sma, right ra, and iliac arteries. A descending thoracic aneurysm was separated from aortic arch aneurysmal dilation by a 40 mm diameter non aneurysmal proximal descending thoracic aortic segment. At least one anastomosis of an ascending aortic replacement was identifiable on CT. The left cca and lsa had been ligated. Because the arch was at least 50 mm in diameter, the arch was likely still native. Multiple thoracic aortic endografts with a maximal proximal diameter of 32 mm extended from just distal the left cca origin stump through the distal descending thoracic aorta. A possible original scenario was first an ishimaru zone 1 tevar with lsa and left cca ligation combined with an ascending aortic tube graft and then aortic arch dilation as a delayed event¿ based on the information provided, no product returned, and the results of the investigation a potential root cause may have been disease progression /patient anatomy. Prior to this event and the reintervention on (B)(6) 2023 the patient had aneurysmal disease, dissections of the aorta and its branches as well as several previous interventions (prior open thoracotomy, thoracic endovascular aortic repair (tevar), (fenestrated and or branched endovascular repair (f/bevar), multiple endoleaks after tevar and f/bevar). The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1 - customer (person): phone - (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
During the investigation for a related complaint submitted under MDR #1820334-2024-00264 an additional imaging review was completed and identified a type 1b endoleak on the left zenith flex with spiral-z technology aaa endovascular graft iliac leg. The patient had previous thoracic endovascular aortic repair (tevar) and branched endovascular aortic repair (bevar) procedures. During one of the procedures, a zenith flex with spiral-z technology aaa endovascular graft iliac leg was implanted (date unknown). Pre-procedural computed tomography (CT) with contrast imaging was completed on (B)(6) 2023 (298 days prior to the custom made device procedure). The innominate artery, right common carotid artery, right subclavian artery. Left common carotid artery, left subclavian artery, and celiac artery were all incorporated into the repair. All arteries mentioned were patent. The superior mesenteric artery (sma) was incorporated in the repair. The artery was patent. The right renal artery was incorporated in the repair. The artery was patent. The left renal artery was incorporated in the repair. The artery was patent. The right and left common iliac arteries were patent. The right and left internal iliac arteries were patent. The aortic valve was biological. There was no aortic arch bovine configuration. The method of length measurement was centerline. The length from the sinotubular junction, or proximal suture if ascending aorta is replaced by graft, to celiac artery was 496 mm. The length from the left common carotid artery (lcc) to the celiac artery is 443 mm. The length from celiac artery to the aortic bifurcation was 178 mm. The length from the lowest renal artery to the aortic bifurcation was 134 mm. A type 1b endoleak was identified in the CT scan on (B)(6) 2023 during the image review for a related complaint. A pre-procedure clinical assessment was completed on (B)(6) 2023. This was one day prior to the elective procedure. The patient underwent a procedure on 19dec2023 under general anesthesia. Percutaneous access was achieved in the left femoral artery. The right axillary artery required a cut down to access the vessel. An iliac conduit was not performed at the time of the procedure where a custom made device from another manufacturer was placed. Total contrast volume used during the procedure: (B)(4). Contrast dose: 300 ml/kg. Fluoroscopy time: 221 minutes. Total gray used: (B)(4) mgy. Total dose area product: (B)(4). Total does area product units: (B)(4). Fusion was used during the procedure. The estimated blood loss during the procedure was 0 ml. Cardiac output reduction was not used. Carbon dioxide flushing was used. The proximal seal zone was the native aorta. No neuromonitoring was used during the procedure. Procedural time (24-hour clock): time arrives in room: 08:13. Time of first incision or arterial puncture: 08:15. Time of last access closure 17:35. Time leaves room: 17:55. Duration of procedure (from first incision to last access closure): 560 minutes. Side branch catheterization and placement of all bridging stents was successful. Additional procedures during the placement of the custom-made device procedure included coil embolization, acute mesenteric ischemia, relining of the bifurcation with covered endovascular reconstruction of aortic bifurcation (cerab). The additional procedures were unplanned. The patient did not have any significant medical problems or complications during the study procedure. During the procedure, the patient had the following stents placed: celiac artery: a competitor's stent measuring 10 mm in diameter and 79 mm in length was placed. The artery was not revascularized with the fenestrated-branched device. The covered stent was not relined or extended with a bare metal stent. The side branch catheterization and placement of the bridging stent was successful. The stent 's patency was maintained with normal end artery perfusion. Superior mesenteric artery (sma): a competitor's stent measuring 10 mm in diameter and 79 mm length was placed as well as another competitor's stent measuring 10 mm in diameter and 59 mm in length. The artery was revascularized with the fenestrated-branched device. The covered stents were not relined or extended with a bare metal stent. The side branch catheterization and placement of the bridging stents was successful. The stent's patency was maintained with normal end artery perfusion. Right renal artery: two competitor's stents measuring 7 mm in diameter and 59 mm in length and 8 mm in diameter and 79 mm in length was placed. The artery was revascularized with the fenestrated-branched device. The covered stent was not relined or extended with a bare metal stent. The side branch catheterization and placement of the bridging stent was successful. The stent's patency was maintained with normal end artery perfusion. A thoraco-abdominal-side branch custom-made device (cmd) from another manufacturer was placed. The device was planned for this patient. There were no technical difficulties in the delivery and deployment of the main cmd device. The delivery and deployment of the main cmd device was considered successful. A thoracic proximal extension custom-made device (cmd) from another manufacturer (38 mm proximal diameter, 28 mm distal diameter, and 199 mm in length) was placed. The device was planned for this patient. No technical difficulties in the delivery and deployment of the thoracic proximal extension cmd device were experienced. The delivery and deployment of the thoracic proximal extension cmd device was considered successful. Iliac artery component: a zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-16-90-zt) was placed on the patient's left. There were no technical difficulties in the delivery and deployment of the device. The delivery and deployment of the device was considered successful. Iliac component: a competitor's stent measuring 8 mm in distal diameter and 57 m in length was placed on the patient's right. There were no technical difficulties in the delivery and deployment of the device. The delivery and deployment of the device was considered successful. Iliac component: a competitor's stent measuring 10 mm in distal diameter and 59 m in length was placed on the patient's right. There were no technical difficulties in the delivery and deployment of the device. The delivery and deployment of the device was considered successful. Iliac component: a competitor's stent measuring 10 mm in distal diameter and 57 m in length was placed on the patient's right. There were no technical difficulties in the delivery and deployment of the device. The delivery and deployment of the device was considered successful. Three cook incorporated coils (mwce) measuring 35 mm proximal, 14 mm distal, and 4 mm in length were placed. There were no technical difficulties in the delivery and deployment of the devices. The delivery and deployment of the devices were considered successful. One cook incorporated coil (mwce) measuring 35 mm proximal, 14 mm distal, and 8 mm in length was placed. There were no technical difficulties in the delivery and deployment of the device. The delivery and deployment of the device was considered successful. One cook incorporated coil (mreye imwce) measuring 35 mm proximal, 2 mm distal, and 3 mm in length was placed. There were no technical difficulties in the delivery and deployment of the device. The delivery and deployment of the device was considered successful. A competitor's coil measuring 5mm in proximally was placed. There were no technical difficulties in the delivery and deployment of the device. The delivery and deployment of the device was considered successful two wire guides from another manufacturer were used in the contralateral access. The target anatomy was the abdominal aorta. The devices successfully accessed the target vasculature and performed as intended. No device deficiencies were identified while using the devices. A cook incorporated flexor introducer sheath (rpn: kcfw-8.0-38-90-rb) was used in the procedure to deliver a bridging stent. The device successfully accessed the target vasculature and performed as intended. No device deficiencies were identified while using the device. A cook incorporated flexor raabe guiding sheath (rpn: kcfw-6.0-38-90-rb-raabe) was used in the procedure to deliver a bridging stent. The device successfully accessed the target vasculature and performed as intended. No device deficiencies were identified while using the device. A cook incorporated flexor high-flex ansel guiding sheath (rpn: kcfw-6.0-35-55-rb-hfanl1-hc) was used in the procedure to deliver a bridging stent. The device successfully accessed the target vasculature and performed as intended. No device deficiencies were identified while using the device. Two cook incorporated flexor raabe guiding sheaths (rpn: kcfw-7.0-38-90-rb-raabe) were used in the procedure to deliver a bridging stent. The devices successfully accessed the target vasculature and performed as intended. No device deficiencies were identified while using the devices. A cook incorporated flexor raabe guiding sheath (rpn: kcfw-6.0-38-70-rb-raabe) was used in the procedure to deliver a bridging stent. The device successfully accessed the target vasculature and performed as intended. No device deficiencies were identified while using the device. A cook incorporated flexor high-flex ansel guiding sheath (rpn: kcfw-6.0-35-70-rb-hfanl1-hc) was used in the procedure to deliver a bridging stent. The device successfully accessed the target vasculature and performed as intended. No device deficiencies were identified while using the device. A cook incorporated flexor raabe guiding sheath (rpn: kcfw-9.0-38-70-rb-raabe) was used in the procedure to deliver a bridging stent. The device successfully accessed the target vasculature and performed as intended. No device deficiencies were identified while using the device. A cook incorporated flexor ansel guiding sheath (rpn: kcfw-5.0-18/38-110-rb-anl0-hc) was used in the procedure to deliver a bridging stent. The device successfully accessed the target vasculature and performed as intended. No device deficiencies were identified while using the device. A cook incorporated performer introducer (rpn: rcfw-14.0-38-45-rb) was used in the procedure to deliver an aortic graft component. The device successfully accessed the target vasculature and performed as intended. No device deficiencies were identified while using the device. A cook incorporated performer introducer (rpn: rcfw-16.0p-38-45-rb) was used in the procedure to deliver an aortic graft component. The device successfully accessed the target vasculature and performed as intended. No device deficiencies were identified while using the device. A cook incorporated check-flo extra large introducer (rpn: xvcfw-20.0-35-40) was used to deliver an aortic graft component. The device successfully accessed the target vasculature and performed as intended. No device deficiencies were identified while using the device. A cook incorporated flexor high-flex ansel guiding sheath (rpn: kcfw-10.0-35-45-rb-hfanl1-hc) was used in the procedure to deliver a bridging stent. The device successfully accessed the target vasculature and performed as intended. No device deficiencies were identified while using the device. An angiogram was performed on (B)(6) 2023. All stent grafts and intended side branch stents were patent at the conclusion of the procedure. All target vessels were patent. No endoleaks were present. There were no stent graft integrity issues. All target side branch stents were intact with the exception of the infolding of the competitor's device that was placed in the celiac artery. The stent integrity issue did not lead to any medical problems or adverse events. No stents overlapped between distal device and arch device proximal to it. The overlap between the distal device and arch graft was bridged with an additional tevar device. No stents overlapped between distal device and an additional distal device. The overlap between distal device and additional distal device was bridged with an additional tevar device. Imaging in the form of an angiogram was performed at the completion of the procedure. All target vessels were paten. No endoleaks were present. There was no evidence of stent graft integrity issue(s). All target side branch stents were intact. The patient was extubated in the operating room. He was then transferred to the intensive care unit where he remained for two nights. Reintubation was not necessary and a spinal drain was not placed. The patient was discharged home. He was prescribed a statin and a novel oral anticoagulant (noac). He was not prescribed supplemental oxygen. A one month clinical assessment was completed on (B)(6) 2023 (9 days post procedure). Since the last visit the patient has not had any significant medical problems and has not been hospitalized for any reason. Blood tests were not completed. A follow up CT scan with contrast imaging was completed on (B)(6) 2023. No stenosis greater than 50% was identified in the celiac artery, superior mesenteric artery, right renal artery. All graft were patent. An persistent type ic (side branch) endoleak was identified in the right hypogastric artery. A secondary intervention was not performed to treat the endoleak. The maximum diameter of the diseased aorta measured 99 mm outer wall to outer wall. There was no evidence of stent graft integrity issues. All side branch stents were intact. The subject of this report is the type 1b endoleak on the zenith flex with spiral-z technology aaa endovascular graft iliac leg placed on the left, that required an endograft extension into the left external iliac artery (eia) on (B)(6) 2023.